Manufacturer narrative:
Device evaluation summary monitor sn (B)(4) was returned and evaluated at the distributor. The reported problem (code 110 - overvoltage cleared no energy) was confirmed. Upon evaluation, there was damage to the c10 capacitor and the surrounding area on the computer/analog (c/a) pca. The cause of the service code was the damaged capacitor and pca. The root cause of the damaged capacitor and board was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a (B)(4) inspection, a reportable malfunction was discovered. A patient's monitor displayed service code 110 - overvoltage cleared no energy.